Event description:
It has been reported to philips that the allura xper fd10 system was not booting up. No harm has been reported. The dcps component was replaced, which brought the device back to functionality. Philips has started and investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the remote troubleshooting, it was identified that the machine was not booting up. The philips field service engineer (fse) inspected the system onsite and checked the system. The fse analyzed the log files and found dcps power supply was defective. To resolve the issue, fse replaced dcps. After the replacement of dcps, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.